Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4). Implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter, (B)(4): analysis of the pump found no anomaly. The pump was functioning per specification and passed all non-destructive testing. Flow testing confirmed the pump was dispensing accurately. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed; aspiration through the catheter access port (cap) was performed and the process was found to be normal. Analysis of the catheter admin accy kit (8709) found catheter body/hole or torn catheter caused by the metal pin of the pump connector poking. The catheter was broken; however was patent and passed pressure testing analysis of the catheter was acceptable. The catheter was incomplete, and returned in segments. No anomalies were noted on microscopic inspection, the catheter was patent, passed flow and in line pressure testing.

Event description:
It was reported that the pump was replaced due to expected pending battery depletion and a catheter malfunction. There was no specific information provided regarding the catheter malfunction. Devices were returned for analysis. The medication in the pump was lioresal. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.